Event description:
¿Caller alleged discrepant results compared with the lab. Results as follows:¿ date: (B)(6) 2012, inratio2: 3.3, lab: 9.0. Time elapsed between each method of testing is five mins. Pt¿s therapeutic range is 1.8-2.0.

Manufacturer narrative:
Investigation pending.